Manufacturer narrative:
Block e1 (second physician): dr. (B)(6). Block h6 (device codes): problem code a27, is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed. And a visual evaluation noted, that the device indicated, signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed, on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. Upon plugging the device into the controller, it displayed a live image, but the image flickered constantly and there were blue/orange lines across the screen. No problems were observed, with physical connectivity of the device. The umbilicus connector was visually inspected. And no damage or defects were noted. The device was fully articulated in all directions. No changes were observed to the image. It continued to be poor quality. X-ray imaging of the distal tip showed, no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed, no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened. And the components within were visually inspected. It was noted, that there was procedural residue on the plastic optic fibers (pofs) and camera wire in the breakout region, indicating that procedural fluids had flowed back up the optics lumen into the handle during use. Using a syringe, the fluidic tubing of the device was flushed with air to clear fluid from the system. Once fluid had been removed, the image stabilized and functioned normally. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted, with blue/orange lines across the screen and a purple hue, leading to a full loss of image. The saline was drained from the optics lumen and the image was restored. The reported event was confirmed. During product analysis, it was noted, that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was disrupted. Draining the optics lumen resulted in the restoration of the image. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen. And procedural factors can cause this fluid to enter the optics lumen during use. The investigation to address this problem is in progress. Based on all gathered information, the probable cause selected for the image problem, due to fluid in the optics lumen is cause traced to device design. Which indicates, that the problems are traced to the design specifications. A review of the manufacturing documentation for this device revealed, that no anomalies or deviations related to the event occurred, during manufacturing. A search of the complaint database confirmed, that no similar complaint exist for the specified lot. A labeling review was performed. And from the information available, this device was used, per the instructions for use (IFU) /product label.

Event description:
It was reported to boston scientific corporation, that a spyscope ds ii access and delivery catheter was used in the common bile duct. During a cholangioscopy procedure. Performed on (B)(6) 2021. During the procedure, when the physician pulled the spyscope ds ii back from the hepatic duct, the image was suddenly lost. It was reported, that visualization was lost approximately 5 minutes into the procedure. They tried to troubleshoot the problem by disconnecting and reconnecting the spyscope ds ii. And also rebooted the controller several times. However, it did not resolve the image problem. The procedure was not completed, due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2021. During the procedure, when the physician pulled the spyscope ds ii back from the hepatic duct, the image was suddenly lost. It was reported that visualization was lost approximately 5 minutes into the procedure. They tried to troubleshoot the problem by disconnecting and reconnecting the spyscope ds ii, and also rebooted the controller several times; however, it did not resolve the image problem. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.